Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer is using infusion set and cartridge longer than labeled instructions. Additionally, it was reported that the customer was hospitalized, cause unknown. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.